Event description:
It was reported that during shoulder cuff repair surgery, it can not be screwed in due to the slider. Additional information was requested in order to determine if an adverse event occurred but no response was received, however, an anchor breakage was confirm when the device was received. No patient injury or significant delay were reported.

Manufacturer narrative:
One 4.5mmtwinfix ultra pk assembly was returned for evaluation. Visual assessment of the device showed the anchor remains attached to the inserter and is intact. Both legs of suture have been cut approximately mid-point of their length. Removal of the anchor from the inserter revealed that one of the inserter tines have broken off and the other is bent and twisted. The sliding ring functions as intended. The condition of the device indicates the device was subjected to excessive force during anchor insertion causing the damage to the inserter tines and suture to be cut and making the anchor unusable. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.